Manufacturer narrative:
(B)(4). It was reported that ventilator's amplitude panelmeter went to zero while on a patient, despite the driver still running. The patient was transferred to another ventilator and there was no patient compromise. The ventilator was placed into quarantine. The ventilator was examined and performance tests were conducted. The ventilator performed according to the manufacturer's specifications, therefore the alleged complaint was not able to be duplicated. This is considered an unusual event. Smc will monitor for future trends.

Event description:
A 3100b ventilator is alleged to have amplitude panelmeter reading went to zero despite the driver still running.